Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had no therapeutic benefit and the pump was explanted. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of the patient and the patient was alive with no injury. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.